Event description:
I had anterior and posterior repair using avaulta mesh, sacrospinous fixation, perineoplasty, and transvaginal transobturator procedure using a uretex device on (B) (6) 2008. I kept having this horrible pain and pressure. I went back to see the doctor two times. I don't think she took me serious, so I went to a different doctor in (B) (6) at (B) (6) on (B) (6) 2009 and there I was told that the mesh had malfunction / exposed and was infected and had some erosion on the posterior vaginal wall 3 cm apical to the hymen.